Event description:
Reporter noted during phaco of a hard cataract, wasn't getting aspiration and the chamber shallowed. Had the power increased and within 10 seconds a significant burn occurred. When withdrawing the tip, it adhered to the iris with significant bleeding noted. Sutured wound to close. Felt staff needed in-service on proper set-up of system.